Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, keyboard was not working properly and when they press the key, it was showing a different key entered. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the keyboard was not working properly. A field service engineer replaced the keyboard and verified its functionality. The customer confirmed that the keyboard was working properly. The system functioned as intended after the field service engineer repaired the device.